Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that when they removed a pod from the patient's abdomen, it was painful, red and swollen. The patient's mother spoke with their primary care physician. The stated the site continued to be painful and irritated so the patient had to go in to have the abscess lanced and drained. The patient was prescribed (clindamycin 150mg) and directed to use three times daily along with (augmentin 8.75mg) twice a day for 10 days.